Event description:
The user of the suspect device was at a routine doctor appointment. They began to feel hypoglycemic and the doctor checked their glucose on the office meter and the result was 76 mg/dl. They then used their device and the result was 310 mg/dl. The doctor gave pt glucose tablets. Controls were not used. The device was replaced and requested to be returned for evaluation.